Event description:
The customer stated that she was taken by ambulance to the hosp due to a low blood glucose reading of 55 mg/dl. Prior to the hospitalization the customer stated that she delivered a 10 unit prime into her body while changing her infusion set. The customer stated that she has additional health issues and is unable to calculate how insulin will affect her blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.